Event description:
The patient presented to the clinic reporting a loss of stimulation. The Field Clinical Service Engineer (FCSE) performed troubleshooting. Stimulation was temporarily restored at maximum settings but was sustained for only a few train lengths before being lost again. Additional troubleshooting, including testing with a backup Activation Controller (AC), did not restore stimulation. The Principal Investigator (PI) instructed the patient to change the position of the head, neck, and tongue in multiple orientations without improvement. Computed tomography (CT) images were reviewed and showed no physical abnormalities or findings that would explain the loss of stimulation.A Safety Notification received on (b)(6) 2026, confirmed that the subject underwent revision surgery on (b)(6) 2026. The initial implantable stimulator was successfully explanted and replaced, and effective stimulation was restored.It is important to note this device is not distributed in the US.